Event description:
Ous MDR - after an implantation time of about 68 months, impedance values >3000 ohm and a pacing threshold >6.0 v were reported. Fragments of the lead were explanted and returned to biotronik for analysis. The tip of the lead is still inside the patient. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
Only fragments of the lead were returned. Not all parts of the lead were returned for analysis. The fragments returned showed a number of instances of mechanical damage, such as overextension, cuts and deformation near the connector pin and along the lead body. This damage was very likely caused by the explantation procedure. There were also signs of wear on the fragments. In the distal area of the lead the insulation was damaged. The damage observed showed that the lead had to have been under load for a longer period of time. The position and characteristics suggest that there were significant mechanical loads imposed on the lead. During further analysis, the electrical properties of the fragments were inspected. Apart from the existing damage to the lead caused by explantation, the analysis showed that the electrical connections were not compromised. During the analysis of the fragments submitted, no deviations from technical specifications could be found that could be related to the high pacing impedance. There was no indication of a materials defect or a manufacturing defect.